Manufacturer narrative:
Per good faith effort (gfe) response, once the biomedical engineer (bme) upgraded the software version and zeroed the pressure transducer, the device successfully passed testing. All was verified using tsi certifier pro. No repair was required, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not staying in standby. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The remote service engineer (rse) evaluated the device with the customer and found that the average air standard liter per minute (slpm) readout on the pneumatics screen was (B)(4) with the flow and pressure set to zero. The rse advised the customer to replace the flow sensor assembly for repair. Resolution and disposition are pending.